Manufacturer narrative:
Concomitant medical products: 3055601 ¿ drill, skeeter oto-tool; lot ¿ 205492763; serial number ¿ (B)(4); manufacture date ¿ october 11, 2011. (B)(4). Xom unknown drill (burr): the burr was discarded by the customer. Therefore, an analysis cannot be performed. The 3055601 (concomitant device): the product analysis indicates that the nose cone was clogged. The handpiece came in with a broken connector. The connector, motor, and cable were replaced. The device was tested and passed all manufacturing specifications. (B)(4).

Event description:
It was reported that the burr broke in half while removing it from the handpiece. The burr broke postoperative. There was no injury reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.